Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter and observed an occlusion/ no irrigation (device used on the patient) issue. The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 19-mar-2026. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test due to the irrigation tube was found folded at the tip area. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The irrigation issue reported by the customer was confirmed. The root cause of the irrigation tube folded is traced to manufacturing process. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. This product issue will be addressed through the quality system. Explanation of codes: -investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause traced to manufacturing (d03)/ component code: hose (g04069) were selected as related to the customer¿s reported ¿occlusion/ no irrigation¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. -investigation findings: operational problem identified (c13)/ investigation conclusions: cause traced to manufacturing (d03)/ component code: hose (g04069) were selected as related to the customer¿s reported ¿occlusion/ no irrigation¿ issue. In addition, biosense webster inc. Analysis finding of the ¿irrigation tube was found folded at the tip area¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter and observed an occlusion/ no irrigation (device used on the patient) issue. Occlusion/ no irrigation. During the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 11-feb-2026. The suspected device for the reported flow/irrigation issue was the catheter. The issue was not noted before the device was used on the patient. The smartablate pump was used. No error noted from the irrigation pump. Steps taken to resolve the irrigation issue was to attempt to forcefully drain the fluid using a syringe. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of the ablation. The occlusion/ no irrigation issue was originally considered non-reportable, however, bwi became aware on 11-feb-2026 that the device was used on the patient and have reassessed the issue as reportable. The awareness date for this record is 11-feb-2026.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).